Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per sapien 3 IFU: the edwards sapien 3 transcatheter heart valve (thv) is comprised of a balloon-expandable, radiopaque, cobalt-chromium alloy frame, a trileaflet bovine pericardial tissue valve, a polyethylene terephthalate (pet) inner skirt, and a pet outer skirt. The valve is treated according to the edwards thermafix process, and is packaged and terminally sterilized in glutaraldehyde. The thv is intended to be implanted in a native annulus size range associated with the three-dimensional area of the aortic annulus measured at the basal ring during systole:  the largest native annulus area (mm2) is 540-683.  In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the pvl was due to patient factors (large annulus area >800 mm2). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 22 months post tavr, patient was treated for pvl with a second s3 29mm valve in the aortic position via transfemoral approach. The original tavr was on (B)(6) 2016 with a s3 valve for aortic stenosis in a large annulus (>800mm2). Pvl was expected and was unable to be plugged. The second valve was implanted with trace leak.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.